Event description:
Boston scientific received information that when the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was seen for a normal follow up visit five weeks post-implant, an infection in the device pocket was suspected. A revision was performed the next day to resolve the issue. When the patient was seen again a week after the revision, the physician decided to explant the entire system. Both the ICD and rv lead were explanted and successfully replaced one month later. No additional adverse patient effects were reported. The ICD and rv lead were disposed of by the hospital.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.